Event description:
Event description boston scientific received information that both this atrial and right ventricular lead exhibited impedance measurements greater than 2500 ohms and were unable to sense or capture. The patient was not symptomatic and had an intrinsic underlying rhythm. The leads were tested with a program system analyzer which also showed impedance measurements greater than 2500 ohms. Boston scientific received additional information that both leads were fractured. The atrial lead was explanted and the ventricular lead was surgically abandoned.